Event description:
It was reported that a patient underwent a surgical procedure as the wound site had re-opened due to the patient falling. The patient's tissue was protruding out of the wound site. The physician cleanly closed the wound during the surgery. The patient is reportedly doing well following the surgery.